Manufacturer narrative:
The returned valve was patent, and met all requirements for leak, pressure-flow, and preimplantation testing. It did not meet the requirements for the reflux testing. There was crystalline debris noted in the interior and the exterior of the device. The instructions for use that accompany the device caution that "particulate matter in solutions used to test valves may result in improper product performance." A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the valve was broken. According to the report there was no injury to the patient.